Event description:
During a rotablator treatment procedure, the rotablator rotalink plus 1.50 mm stalled and the burr stalled and could not be removed from the pt's coronary artery. The console was set with nitrogen at approximately 70 psi. The physician tested the burr and it read 130,000 rpms. The numbers then no longer displayed, but the burr was still spinning. The physician utilized the device, but the burr stalled in the lad and the physician was unable to remove it. The pt's status was stable during this event, but they underwent emergent surgery to remove the retained burr. No additional information is available regarding this event.